Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 129 mg/dl compared with the sensor glucose reading of 82 mg/dl. The blood glucose reading at the time of the call was 143 mg/dl. Advised the customer to wait 1 hour before entering another finger stick value and to calibrate as needed. Advised the customer to monitor and call back if the calibration error recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.